Event description:
It was reported that during a left ureteral dilation procedure, cystoscopy and left distal ureteroscopy, the catheter balloon broke off and remained in the patient's ureter. The event occurred on the third dilation in the intramural portion of the ureter near the bladder. The balloon was inflated for approximately one minute when it ruptured. The amount of pressure during the dilations was unknown as no pressure gauge was used. The physician also states it is unknown if the balloon was in direct contact with the stone at the time of the rupture. No resistance was met when passing the balloon and no air was purged from the catheter before use. The indwelling balloon portion was removed two days later by a left ureterotomy.